Manufacturer narrative:
Final analysis found a lifted wire bond joint on the rf flex module. The lifted wire joint could result in a high current drain.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited premature end of life. The device was explanted and replaced. No patient symptoms were reported.